Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the overall negative pressure of this batch of blood collection tubes is insufficient, and some blood collection tubes do not even have negative pressure. In the case of blood collection tubes with insufficient/no negative pressure, blood can be drawn normally by replacing with new tubes.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the overall negative pressure of this batch of blood collection tubes is insufficient, and some blood collection tubes do not even have negative pressure. In the case of blood collection tubes with insufficient/no negative pressure, blood can be drawn normally by replacing with new tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for no/low draw was not observed. Additionally, retention samples from bd inventory were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low/no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.